Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the keypad was unresponsive and display did not appear back. The customer stated there was fluid in battery compartment. The customer experienced high blood glucose. The customer's high blood glucose was 460 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing either. All buttons were tested while navigating the menus, and they all worked properly. On the other hand, the device displayed a bright white spot in the upper left corner of the lcd screen. After further review, the internal battery connector has mold inside, and there is corrosion on the back of the lcd screen. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Inserted a test p-cap into the retainer ring, and it locked in place properly.